Event description:
Info received that the power cord had exposed wires. No injury reported.

Manufacturer narrative:
Technician found the power cord had wires exposed. Installed new power cord to resolve this issue.